Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was under infusing. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that IV set in for investigation of bcv failure and to test the IV set for an under infusion.

Manufacturer narrative:
No product was returned by the customer. The picture provided does not indicate a flow issue under infusion. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material: 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.

Manufacturer narrative:
Investigation summary: it was reported by the customer that IV set in for investigation of bcv failure and to test the IV set for an under infusion. Two samples were received for quality evaluation. Visual examination of the samples did not indicate any damages or abnormalities. A simulated infusion was conducted to try and replicate the flow issues reported. A simulated infusion was conducted a rate of 125 ml/hr. No issues were found during the simulated infusions and the samples dispensed the quantity expected. No root cause was determined as the issue reported was not replicated. A device history record review for model 2420-0007, multiple possible lot numbers was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Samples received.